Event description:
The customer reported that the system experienced an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monobolock controller, ps1 power supply and cpu battery were evaluated and replaced. The system software and calibrations were also evaluated and reloaded. The system was tested and found to be working as intended and returned to service.